Event description:
It was reported that during lab/demo handpiece error appeared saying that the drill has failed. The black attachment on the moving mechanism sheared off and appears to have caused the fault. No patient involved.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10.results of investigation: the navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The reported problem was visually confirmed. The lead screw nut has broken free from the snap lock. The handpiece side strain relief was pulling away from collet requiring additional silicone. Functional evaluation could not be performed due to broken/damaged parts. The lead screw nut is sheared off. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar complaints and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.